Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned microcatheter revealed that the shaft was kinked at 53.5cm from the proximal end and the shaft was damaged at 107cm from the proximal end. The device was flushed and flush was noted leaking from the damaged section of the microcatheter shaft. A 0.0158¿ patency mandrel was advanced through the microcatheter and resistance was experienced as it passed the damaged microcatheter; however, the mandrel advanced out through the distal end of the microcatheter. It is probable that the microcatheter shaft leak observed on the microcatheter occurred during the clinical procedure as it was reported that no anomalies to the device were observed prior to use. Therefore, an assignable cause of procedural factors was assigned to the observed microcatheter shaft leak.

Event description:
Analysis of the device revealed that the catheter shaft leaked. No consequences to the patient were reported.